Manufacturer narrative:
Qn#(B)(4) the customer did not return a complaint sample; however, they supplied a photo showing the product lidstock and the reported guide wire. The guide wire appears to be unraveled from the distal tip. A review of the device history record was performed. The product was manufactured according to relevant specifications. No defects or anomalies were recorded. There is no evidence to suggest a manufacturing related cause. The report that the guide wire unraveled was confirmed through examination of the customer supplied photo. The image showed the guide wire unraveled; however, the actual complaint sample was not returned for investigation. There is no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for investigation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the PICC nurse put the nitenol wire in a lumen of the PICC to help make the line drop and the wire came unraveled. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the PICC nurse put the nitenol wire in a lumen of the PICC to help make the line drop and the wire came unraveled. No patient harm reported. The patient's condition is reported as fine.